Manufacturer narrative:
Updated sections: a2 date of birth, a4, b2, b5, b7, d4 serial number and UDI number, d6a, g3, g6, h6 health effect - impact code and health effect - clinical code.

Event description:
Edwards received information that a patient with a 19mm 3300tfx aortic valve underwent valve-in-valve procedure after an implant duration of six (6) years and four (4) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was mild. The patient presented with the symptom of heart failure and dyspnea on effort. The device was replaced with a 20mm sapien 3 ultra resilia valve successfully. Patient's outcome was reported as recovering.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm 3300tfx aortic valve has been evaluated for a valve in-valve procedure after an implant duration for unknown period due to structural valve deterioration. The patient presented with heart failure. The date of planned tavr is unknown at this time.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, and h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed to the event.